Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection and erosion. Extraction of the lead was attempted but ultimately abandoned subsequent to the occurrence of a venous perforation. The perforation was surgically repaired and both the rv and right atrial (ra) lead leads were capped and abandoned. Explant of the leads will be readdressed following the patient's recovery. There were no additional adverse effects reported. This device is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.